Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient stated that the sensor wire was still attached to the applicator after attempted deployment. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).